Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited a secondary pipeline leak failure due to electropneumatic proportional valve failure and front panel was turned off due to a faulty printed circuit board (cr) board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "secondary pipeline leak failure" was presumed to have been due to a faulty electro-pneumatic proportional valve. The suggested phenomenon of "front panel was turned off" was presumed to have been due to a faulty cr board (printed circuit board). As a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomenon. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.